Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00334. Per the manufacturer ts, the charger led was still not illuminating after replacing the batteries (refer to emdr #1828100-2016-00334) and performing release test. The field service representative (fsr) will be replacing this unit. The fsr verified the charge led on the battery unit would not illuminate while on alternating current (a/c). The fsr removed the defective battery unit, installed a loaner battery unit and performed a release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The manufacturer technical support (ts) reported that during preventive maintenance (pm) of the device, there was a burnt out charger light emitting diode (led) on the centrifugal battery module. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the green charging light emitting diode (led) remains off when alternating current (a/c) is applied, which duplicates the reported complaint. The product surveillance technician (pst) found the cause was a bad led, which is part of the charger subassembly. The charger operates normally and internal wiring is intact. Batteries are accepting / holding charge. The pst observed no damage or other anomalies. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.